Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. The date of manufacture is unknown.

Event description:
On (B)(6) 2011, a customer's family member reported that the test does not start after a sample is applied to the test strip using the customer's adc meter. As a result of this issue, the customer experienced symptoms of "fever and throwing up" on an unspecified date. The customer presented to a doctor and was diagnosed with hyperglycemia, and treated with "insulin to bring down sugar level." The customer also reportedly self-treated with insulin to counteract the event. There is no report of death or permanent impairment associated with this event.